Event description:
It was reported that the patient presented for a routine device change out. It was noted the patient experienced diaphragmatic stimulation on the chronic right ventricular (rv) lead. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable before, during and after the procedure.